Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was changing the set when the insulin pump alarmed no delivery. He cleared the alarm and did the rewind again and received a motor error during prime. Blood glucose value at the time is unknown; latest reading was 207 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to complete the rewind sequence and the insulin pump passed the displacement test. Customer was advised to monitor and call back if issue continues.